Event description:
The customer stated he dropped the insulin pump and it had not been delivering insulin since then. Troubleshooting was performed and the insulin pump did not pass prime test. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.